Manufacturer narrative:
The reported issue that there was unexpected residual volume remaining in the container during an infusion of the drug versed could not be confirmed and the root cause could not be identified due to no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 04/05/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No further investigation of this event is possible at this time, and no patient impact was reported.

Event description:
It was reported that upon wasting both drips, the actual waste was several ml more than the expected amount. Versed actual waste was 10.6ml; expected calculated waste was 6.21ml. Fentanyl actual waste was 13.0ml, while the calculated waste was 6.99ml. Drips were hung 20+ inches above the infusion pump. The drips were infusing via a y-connector to the patient's femoral central venous catheter (cvc). The patient was unstable and on several titratable sedations, pressors, and paralytic. There was no consequences or impact to the patient. It was reported by the principal interoperability consultant: a new tubing set was used with each bag and was primed by the pharmacy; nurses were wasting what was drawn from the tubing set and the bag; and the drips are not dispensed to overfill. The principal interoperability consultant and customer discovered that the adult profile had the pressure setting to 525mm/hg with profile being set to selectable. It was suggested to the customer that the setting be adjusted to pump mode as this may likely be related to the underinfusion.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that upon wasting both drips, the actual waste was several ml more than the expected amount. Versed actual waste was 10.6ml; expected calculated waste was 6.21ml. Fentanyl actual waste was 13.0ml, while the calculated waste was 6.99ml. Drips were hung 20+ inches above the infusion pump. The drips were infusing via a y-connector to the patient's femoral central venous catheter (cvc). The patient was unstable and on several titratable sedations, pressors, and paralytic. There was no consequences or impact to the patient. It was reported by the principal interoperability consultant: a new tubing set was used with each bag and was primed by the pharmacy; nurses were wasting what was drawn from the tubing set and the bag; and the drips are not dispensed to overfill. The principal interoperability consultant and customer discovered that the adult profile had the pressure setting to 525mm/hg with profile being set to selectable. It was suggested to the customer that the setting be adjusted to pump mode as this may likely be related to the underinfusion.